Event description:
It was reported that an infection occurred and echocardiography revealed vegetation on the right ventricular (rv) lead. The organism was identified as staph aureus. The patient's implantable cardioverter defibrillator (ICD) system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).